Event description:
Additional information was received that during the high and low energy shock testing, impedance measurements were within acceptable limits. Defibrillation threshold (dft) test was performed, and conversion was successful. A revision procedure was later performed. The device was electively explanted and replaced. The chronic rv lead remains actively implanted. No adverse patient effects were reported during the procedure. The device was later explanted and returned for reliability analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high shock lead impedance measurements. Boston scientific technical services (ts) further discussed troubleshooting options. Additional information received that the cause was not determined and that low and high energy commanded shock and defibrillation threshold (dft) test were performed with normal shock impedance. The system lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.